Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges that the controller is sticking and caused consumer to run into stove causing injury.

Manufacturer narrative:
The device was returned and evaluated. The device was poorly maintained (including the joystick). Despite this, the alleged condition (joystick sticking/inadvertent movement) could not be duplicated during an extensive test ride.

Event description:
Alleges that the controller is sticking and caused consumer to run into stove causing injury.